Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp.(omsc) could not confirm any defects that affect the occurrence of the reported event from the evaluation result provided by olympus china sales & marketing (ocsm). The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following effects: -physical stress. -chemical stress. - poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.) The instruction manual provides precautions and warnings about applying external stress to the insertion section, application of water-soluble lubricant to the insertion tube, and storage of the endoscope in a harsh environment. The user may have been able to prevent the reported event from occurring by handling the device according to this instruction. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. The keytops of remote switch 1 and remote switch 4 were worn. The insertion section was wrinkled. The light guide lens was cracked. The up/down angulation was insufficient. The suction cylinder was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility found the damaged insertion section during the procedure and returned the device to olympus (B)(4). The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event. The service department of olympus (B)(4) then inspected the device and found that the coating of the insertion tube was peeled off.